Manufacturer narrative:
Loose power prongs on power cable.

Event description:
It was reported by service report that the bed had intermittent power. No patient involvement or adverse consequences are reported.